Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer went to emergency medical assistance due to low blood glucose on (B)(6) 2020 with blood glucose of 28 mg/dl at the time of the incident. The customer was given food and glucose shots to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer believes they gave themselves too much insulin as they hit the wrong button. The customer was having sensor connection issues after being off the sensor for a month. The insulin pump will not be returned for analysis.